Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a display issue could not be confirmed with the returned system monitor (serial # (B)(6)). The unit was tested with laboratory equipment and the reported issue could not be reproduced. Preventative maintenance and testing per procedure were performed, which passed all tests. A root cause of the display issue could not be determined during the evaluation. The unit was returned to the customer site. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. System monitor (serial # (B)(6)) was shipped to the customer on 30dec2016. Heartmate (hm) ii instructions for use (IFU), hm3 IFU, has details on the proper use of the system monitor. If the system monitor does not function properly, contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was in the intensive care unit (ICU) and the screen of the system monitor was frozen. The team tried to switch the screen off and on without effect. The system monitor was exchanged for a new one. It was not possible to see the parameters on the screen. There were strange pictures.